Event description:
It was reported that during a follow-up in clinic right ventricular (rv) lead exhibited a sudden rise in hv impedance. The lead remains implanted and being monitored. The patient is in stable condition.

Event description:
New info received stated that the rv lead exhibited high defib impedance and sensing cannot be obtained. The lead was capped and replaced on (B)(6) 2025. The patient is in stable condition.

Manufacturer narrative:
Additional information: b5 and h6.

Event description:
New info received stated that pacing/sensing rv lead impedance was fine.